Event description:
Additional information was received on 15dec2023: both devices were for the same case/patient. Hemostasis was achieved by another angio seal device. The patient was stable. The procedure being performed was a peripheral angioplasty using a 6fr sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre deployment angiogram was performed. The user did not have difficulty in inserting the locator into the hub. The user did not succeed in mating the locator and hub, did not click to secure. There was no audible click on mating. The user was unable to mate the locator and hub after many tries. There were 3-4 attempts made to mate. The locator was too loose and failed to stay in place.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide additional information in section b5, and to report that this reported event has been reassessed and deemed not reportable based upon the additional information provided in section b5. This report is for the first device reported, for the second device reported that was used on the same patient see MDR 3013394970-2023-00827.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3: patient sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. B3: date of event: requested, not provided. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number . D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: mrt. H4: device manufacture date: unknown due to unknown lot number. The production lot number was invalid that was provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Without a sample, the exact root cause cannot be determined. The likely root cause may be related to corrective and preventative action (CAPA) investigations. CAPA investigations have been opened to further investigate the issue. For additional information concerning the root cause and corrections, refer to the CAPA documents. The device history record cannot be reviewed due to the invalid lot number. Nonconformance report (ncr) and capas have been noted for this issue in the past 12 months.

Event description:
The user facility reported that the angio-seal dilator was not clicking into the sheath. The procedure performed was an angiography. There was no blood loss. The reported event did not result in patient injury and/or require medical or surgical intervention. There was not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention.